Event description:
It was reported the patient experienced hemoptysis following their sensor implant procedure. In turn, the patient was administered protamine and was sent to the cardiac intensive care unit (cicu) for overnight observation. It was noted the event was believed to be unrelated to the patient's device. The patient was discharged a few days later and is doing well.